Event description:
It was reported that on (B)(6) 2020, the patient complained that the cylinders could not be inflated due to fluid loss. The patient had the inflatable penile prosthesis removed and damage to one cylinder was detected, although the physician was unable to pinpoint the cause of the fluid loss. A new inflatable penile prosthesis was implanted, the patient was stable following the surgery and the event resolved.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. No leaks were found; the pump performed within specification. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has a pinhole leak in the proximal cylinder body that was result of sharp instrument damage which likely occurred during explant damage, and were considered a secondary failure. A small hole and tool marking were present. Cylinder 2 has a large tear in the outer tube at the proximal cylinder body that was result of wear against the krt. The cylinder also has a fatigue leak in the inner tube with broken fabric treads in the proximal cylinder body; hole was present. The krt of both cylinders were worn to filament; no leak was found in krt. The identified fluid leak in the inner tube with broken fabric treads is the most probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed that reported event.

Event description:
It was reported that on (B)(6) 2020, the patient complained that the cylinders could not be inflated due to fluid loss. The patient had the inflatable penile prosthesis removed and damage to one cylinder was detected, although the physician was unable to pinpoint the cause of the fluid loss. A new inflatable penile prosthesis was implanted, the patient was stable following the surgery and the event resolved.